Event description:
Pvp laser filter was found to be missing pink film after soaking preoperatively. Camera filter's coating was partially flaked off. Rnfa called technical support and was advised that it was safe to use the filter; but may have decreased visibility. Case started with this filter while replacement coming. Procedure: prostate vaporization. This is reusable item that never touches the pt. It is between the camera and the cysto lens, soaked in rubbing alcohol before and after each use per manufacturer's recommendations. This filter had been used on one case prior to this event. Rnfa is sending the filters back to the company for examination.